Event description:
Perclose closure device was unsuccessful angioseal deployment was unsuccessful manual hold and femostop placed for 30 minutes post procedure. Patient back and had fem angioplasty, not clear if actual defect in either.